Event description:
It was reported that, "after placing the acetabular cup, doctor ellis proceeded to correct his version using the rim impactor tip. Upon hitting it, the impactor tip broken in half. Both pieces were retrieved."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.